Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that one of the patient¿s cables were moving out from the port and it was confirmed through x-ray. It was noted that the cables may not be properly screwed to the ipg.

Manufacturer narrative:
Additional information was received that the patient's device was not working. It was noted that one lead was not connected. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that one of the patient¿s cables were moving out from the port and it was confirmed through x-ray. It was noted that the cables may not be properly screwed to the ipg.

Manufacturer narrative:
Expiration date: ni additional suspect medical device components involved in the event: model #: sc-4316 lot #: 19165393 description:next generation anchor kit-sterile.

Event description:
A report was received that one of the patient¿s cables were moving out from the port and it was confirmed through x-ray. It was noted that the cables may not be properly screwed to the ipg.

Manufacturer narrative:
Additional information was received that the patient¿s right side of the body was not receiving any stimulation and noted that the lead was with impedances. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that one of the patient¿s cables were moving out from the port and it was confirmed through x-ray. It was noted that the cables may not be properly screwed to the ipg.